Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the event occurred during the first injection. The injection rate was followed as indicated in the competitor¿s IFU. The liquid embolic agent was embedded in an unintended location (shown in the attached photo at the terminal bifurcation point of the external carotid artery). The agent was implanted at the terminal bifurcation point of the external carotid artery. No medical intervention was required. The apollo tip was in the middle meningeal artery. The patient was recovering with no injuries.

Manufacturer narrative:
H3: product analysis of 105-5096-000, ,lotno:b470379. Damage location details: onyx residue was found within the apollo catheter hub. The apollo catheter detachable tip was found intact. No damages were found with the apollo catheter distal tip. The apollo catheter body was found ruptured at ~7.0cm from the catheter distal tip. No onyx was found within the catheter distal tip lumen. An in-house mandrel was inserted into the apollo catheter distal tip and became stuck after ~3.0cm. It is likely that the apollo micro catheter is occluded with onyx. No damages were found with the onyx syringe. Approximately 0.45ml of liquid onyx was found still within the syringe barrel. Conclusion: based on the device analysis and reported information, the customer¿s ¿catheter rupture with onyx¿ report was confirmed. Possible causes of ¿catheter rupture with onyx¿ include injection of onyx when the distal portion of the catheter is kinked, prolapsed, or occluded, injection against resistance (premature solidification) causing over-pressurization, injection rate too high, or pauses for greater than 2 minutes during onyx injection. The rupture appears to have occurred as a result of over-pressurization. As the onyx was not visualized within the apollo catheter distal tip lumen it is likely that onyx premature solidification occurred causing the apollo catheter to become occluded, subsequently rupturing due to over pressurization. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that an apollo catheter ruptured with onyx. Once the target vessel to be embolized was reached, the onyx les embolizing agent was injected (after preparing the apollo microcatheter with dmso as per the IFU) and the embolizing agent leaked from the distal part of the microcatheter at the terminal bifurcation point of the external carotid artery (not from the detachable part but about 2-3 cm proximally). Once the leak was ascertained, the microcatheter was immediately removed without any difficulty. Outside the patient, it was then possible to confirm the proximal loss of the onyx les. However, the surgery was completed using another apollo and a box of onyx+dmso without further complications. To date, the patient has not presented any consequences or disturbances from a neurological point of view. The catheter ruptured intact. It ruptured in the distal section. There was no friction or difficulty during delivery. There was no damage aside from the rupture. The devices were prepared as indicated in the instructions for use (IFU). The patient was undergoing an embolization of middle meningeal artery through onyx les. Vessel tortuosity was no rmal. The access vessel was the femoral with a diameter of 6f. No patient symptoms or complications were reported.  Ancillary devices: balt hybrid 008 guidewire, onyx liquid embolic 105-7000-060 lot: b418149.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.